Event description:
A baxter service technician discovered a colleague infusion pump experienced failure code 550:320:654:0000. This problem was identified during service and failed to audibly alarm as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 550:320:654:0000 was discovered and confirmed during product evaluation in the pump's event history. This condition was caused by a disconnected speaker harness. The speaker harness was reconnected to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information be received, a follow-up medwatch will be submitted.